Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead - (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient complained of extraneous stimulation in the shoulder, which was found to coincide with atrial pacing. Additionally, the atrial lead exhibited low impedances. It was further reported that the lead senstivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of extraneous stimulation in the shoulder, which was found to coincide with atrial pacing. Additionally, the atrial lead exhibited low impedances. Follow up is in process for additional information, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.